Event description:
Customer received result of 4.7 mmol/l on the mobile system and a result of 2.6 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer self- treated with food and low blood glucose symptoms improved 25 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.